Event description:
The customer reported an intermittent boot issue attributed to corrupted files. This situation likely resulted in an intermittent loss of boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.